Manufacturer narrative:
When the technician investigated the product he found some oil leaking from the actuator restoration unit inside the likorall 242 s-lift. It is unk if the facility performs preventative maintenance on their lifts. The likorall overhead lift motor (actuator restoration set) will be replaced to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating a likorall 242 s was leaking hydraulic oil from the safety drum. There was no pt/user injury reported. This report was filled in our complaint handling system as (B)(4).